Event description:
It was reported the pt's device "went back" to the factory setting 1 month post implant. Since then, the pt said he had been losing stimulation "off and on," and whenever he checked his pt programmer the stimulation was "on." In addition, the pt had a power on reset (por). The por occurred 2 months post-implant, and the pt stated he was told his stimulator was "faulty" and suffered from the "wirebond issue." Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient¿s implantable neurostimulator (ins) did not work for 3 years and was removed about a month ago. It was noted that the patient was awake during the surgery and heard that the ins was the problem and not the lead components. It was further stated that the leads were defective but testing at surgery showed that ¿the wires were good¿ and that the battery was ¿bad¿. If additional information is received, a follow up report will be sent.